Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testingmalfunction alarm s233 (over temperature) was noted in the device history but not duplicated during testing. The probable cause was due to a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with malfunction alarm s233 (over temperature). The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility the malfunction alarm s233 was noted in the device history but not duplicated during testing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.